Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the reported issue.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient use, there was a patient disconnect alarm issue with the ac-prvc and CPAP/psv mode of the ventilator unit, and the ventilator graph showed flat lines. The patient was found having spontaneous breaths when the issue was discovered. The end user instructed a nurse to bag the patient, and proceeded to restart the ventilator. The patient disconnect alarm occurred after the restart (before any system pre-tests were performed). The ventilator was then swapped with another functioning unit. No patient injury reported.